Event description:
It was reported that this artificial urinary sphincter (aus) presented fluid loss; therefore, a surgical procedure was performed to remove the device. No patient complications were reported.